Event description:
Determined to be reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention treatment procedure there was difficulty crossing the lesion and a shaft kink occurred. The 99% stenosed lesion was located in a calcified and severely tortuous left circumflex artery. The apex push otw 15mm x 1.50mm was advanced to the lesion, however, it was unable to cross the lesion. The physician noticed that the shaft of the device was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Device analysis revealed a circumferential tear in the balloon.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual examination showed there was blood in the balloon, wire lumen and inflation lumen. Magnified inspection revealed a circumferential balloon tear 6.5 mm from the proximal balloon waist. There was a kink on the inner shaft 8mm from the proximal balloon waist. The inner inside the balloon was noticeably stretched. The shaft was buckled 14-15cm from the tip. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).